Event description:
Procedure was a hysteroscope with planned ablation of fibroids, lysis of adhesions, resectoscope ablation of fibroid to the fundus. The plan was to use the 4mm resectoscope to remove the uterine fibroid, but it was adhised to the uterine wall. The decision was made to lyse the adhesions first with the versapoint spring tip. The fibroid was delinated quite well, but during the delination there was a flash of light. After the flash the tip of the versaport spring tip was found to be missing. There was an extensive search of the uterus to find the small tip. In the bottom of the suction, 3 small spectro of black material were found - sent to pathology.

Event description:
Add'l info rec'd from MFR 8/2/02: multiple attempts have been made to obtain the device from the facility. To date, the facility will not release the product for evaluation. The device is currently retained by the facility.